Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged meter issue started on an unspecified date/time 2 weeks prior to contacting lfs. For a two week period, the pt claimed that he was unable to test his blood glucose because of the alleged issue. Although he was unable to test, the pt continued to take his usual dosages of lantus insulin (70 units) and novolog insulin (25 units) each day. On an unk date/time after the alleged issue began, the pt stated that he started to develop unspecified symptoms of feeling unwell. Due to not feeling well and being unable to test, he visited an emergency room (ER). Upon arriving to the ER, the pt claimed that his blood glucose was tested on a hospital meter and a result of over "500 mg/dl" was obtained. The pt also reported a result of "485 mg/dl" obtained on a hospital meter. The pt claimed that he was treated with an insulin drip. The one touch customer advocate (otca) noted that the pt was not using correct test strips with the reported meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that his blood glucose level read over "500 mg/dl" on hospital meter and he received IV insulin treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.